Manufacturer narrative:
Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years." The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: item #unk, unknown stem, lot #unk. Item #unk, unknown liner, lot #unk. Item #unk, unknown head, lot #unk.

Event description:
It was reported via journal article a patient underwent hip revision procedure approximately 19 months post-implantation due to aseptic loosening, progressive implant migration, and pelvic dissociation. All acetabular components were revised.